Manufacturer narrative:
Additional information: g2, g3, h3. The evaluation of the returned device was completed, and the x-ray revealed that the cam assembly was activated twice and no stents were found. The trigger button motion was functioning as intended, however the device was unable to actuate all remaining positions. The injector¿s frontal components were found bent and broken, which prevented the insertion sleeve retraction motion. The injector¿s splayed trocar was found broken. The broken tip of the trocar was not returned. These findings likely occurred due to how the device was shipped back; however the broken trocar likely occurred during the procedure, as described in the customers reported issue. The device was disassembled and visually inspected. The insertion sleeve assembly and singulator holder were immobile due to the bent frontal components. It is highly unlikely that the device was sent out in this condition as the frontal components undergo critical dimension inspection after injector assembly per manufacturing internal procedure. If any of the frontal components were bent, the device should fail inspection and the unit should get rejected. Furthermore, all devices undergo visual inspection via x-ray per manufacturing internal procedure. If any of the frontal components were bent during x-ray, the unit should get rejected. Further inspection of the insertion tube, singulator, and trocar identified surface features of the trocar that indicate a tensile failure; likely due to significant force on the trocar by the stent due to a heavily biased trocar during stent deployment. No other non-conformances related to the reported event were found. Conclusions based on the evaluation findings were confounded by the condition of the returned product. As a result, the root cause of the reported issue could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following a cataract surgery, the trocar broke during attempt to implant the second stent from a trabecular microbypass stent system in the patient's left eye (os). Per report, the stent and remnant were removed intraoperatively from the eye with no report of patient injury. Through follow-up, the following additional information was received. Per report, the surgeon reiterated that there was no adverse patient impact or intervention required, and that the patient is "doing well with excellent vision and prognosis" with the event noted as "resolved".

Manufacturer narrative:
Additional information: the device has been returned to glaukos for evaluation, and the investigation is ongoing. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. The device identifiers were not provided; therefore, a complaint history review for this device lot number could not be completed. A review of the device labeling including the risk analysis was completed. The reported issue (trocar fragmentation) is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).